Manufacturer narrative:
The insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. Unable to complete functional test due to missing retainer. The pump was received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 83 mg/dl at the time of the incident. The customer stated that the power error occurred within 4 hours of troubleshoot within the previous occurrence. The product was returned for analysis.